Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The physician was using an admiral extreme balloon in a tavr procedure to treat a 40-60mm lesion in the common iliac artery and superficial femoral artery (sfa). Vessel diameter was 9-10mm there was no damage to the device packaging and no issues when removing the device from its packaging. The device was prepped per IFU with no issues. No resistance was encountered when advancing the device and excessive force was not used. It was reported that the balloon burst during inflation to 2-3atm. All fragments of the balloon were retrieved from the patient. Another pta balloon was used to complete the procedure. No patient injury was reported.

Manufacturer narrative:
Additional information: a longitudinal balloon burst occurred. It did not fragment. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Device evaluation: the admiral extreme otw was received within a sealed sterilization pouch, within its opened original shelf carton, within a nested series of sealed plastic biohazard pouches, and within its opened original pouch. The lot number and size information printed on the y-manifold matches the pouch label, shelf carton label, and reported event description. The balloon chamber was received in a post-inflation profile, (e.g. Not tightly wrapped or winged). A 10cc water filled syringe was attached to the guidewire lumen luer lock of the y-manifold and the guidewire lumen was flushed: clear fluid was observed exiting the distal end of the catheter. A 0.035¿ guidewire was loaded with ease through the distal tip and out the y-manifold proximal hub. A 10cc water filled syringe was attached to the inflation lumen luer lock of the y-manifold and a vacuum could not be pulled indicating a leak in the inflation pathway. The water filled syringe was pressurized and leak was noted in the proximal end of the balloon chamber. With the aid of a microscope it was determined that the leak was a longitudinal tear in the balloon chamber material. . If information is provided in the future, a supplemental report will be issued.